Event description:
Service error code was received on the customer support helpline queue. Customer care contacted the patient and the patient confirmed receiving the notification. The patient's caregiver further reported troubleshooting and clearing the error code. The issue was resolved. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. Kestra engineering evaluated the returned therapy cable and confirmed that therapy cable boots up as intended. Wcd system meets specification and user requirements. The reported condition was not able to be replicated and the product malfunction was not confirmed. Will continue to trend for future occurrences.